Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the screen of the insulin pump went blank and had a crack on the screen after hitting the bed railing. Customer stated that he replaced the batteries and the screen is still blank. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube loose connector. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.